Manufacturer narrative:
The lot number provided by the customer was not correct.

Event description:
The customer called for help with his new contour meter. While performing control tests, the customer received a result of 36 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.